Manufacturer narrative:
Based on further information provided , the system was quarantined directly after the incident (B)(6) 2020 until the service technician verified that the system passed the service checks and there was no device fault which could have caused the incident. No further issues reported and system has been in use since 12.1.2021. As the device worked to specifications as verified by the product acceptance fault (paf) record, it can be concluded that the possible root cause of the incident was user error . The user may have used the incorrect mode ( slt instead of yag) for capsulotomy or probably a result from incorrectly targeting the treatment site. An evaluation of the labeling / device usability was done and it was deemed adequate.

Event description:
There was an incident reported on the ellex tango laser machine(s/n: (B)(6)) used in an ireland eye clinic. The users have indicated that the incident has adversely affected the patient's vision. This report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.

Manufacturer narrative:
Ellex has been made aware that following the incident , the user facility removed the ellex laser on (B)(6) 2020 to their head office in (B)(6) and is now at the distributor workshop. A technician would be sent for investigation and repair, but with the present lockdown in (B)(6), it has been a challenge for the service technicians to access the unit.

Event description:
There was an incident reported on the ellex tango laser machine(s/n: (B)(4)) used in an (B)(6) eye clinic. The users have indicated that the incident has adversely affected the patient's vision. This report is made by ellex without prejudice and does not imply any admission of liability for the incident or its consequences.